Event description:
On (B)(6) 2013, high impedance was reported on the patient's vns device. It was first observed during a clinic visit on (B)(6) 2013. The patient's device was disabled that day and x-ray images were sent to the manufacturer for review. The lead was replaced due to a lead discontinuity. The manufacturer reviewed x-rays. The generator was seen in a normal position in the left chest. The filter feedthru wires appear to be intact. The lead pin appears to be fully inserted into the head. The lead wire appears intact at the connector pin; however, there is a portion of the lead located behind the generator that could not be assessed. There does not appear to be any lead discontinuities in the portion of the lead that could be visualized. The electrode appears not to be placed on the vagus nerve, but rather appears to be attached on or to a nearby bodily structure or unknown object. There are two tie downs present, but they do not appear to be placed as per labeling. There does not appear to be a proper strain relief bend or loop placed as per labeling. The portion of the lead behind the generator cannot be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of a micro-fracture in the lead also cannot be ruled out.

Manufacturer narrative:
Manufacturer reviewed x-rays. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Manufacturer's review of x-rays found no gross lead discontinuities. Device failure is suspected, but did not cause or contribute to a death or serious injury.